Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. There was a stopcock damage. It was reported that there was a three way tap with a crack. Water was coming out of that crack with no possibility to use in a patient. A new sheath was required. No patient consequences. The event is being reported for stopcock damage.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a side port broken issue occurred. It was reported that there was a three way tap with a crack. Water was coming out of that crack with no possibility to use in a patient. A new sheath was required. No patient consequences. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation still in its package. Visual inspections and flow test of the returned device were performed following bwi procedures. Visual analysis revealed that the 3-way stopcock was found fractured. A flow test was performed as per the bwi procedures, and this failed since a leak was found in the 3-way stopcock luer lock. The manufacturer's supplier was notified, and a deeper investigation was initiated to document the details. Supplier investigation conclusion: this failure mode air leaking around the valve was confirmed. This complaint is not deemed manufacturing attributable. The most likely cause was exposure of the valve to a medicine, chemical or solvent high in lipid content. Another known cause of cracks could be related to overtightening of the mating component during the procedure onto the luer threads. In either case these conditions would not have been caused during the manufacturing process. The 3-way stop cock valve is a supplied part to the device manufacturer. An internal corrective action has been opened to investigate the sideport crack fissures. A device history record review was performed for the finished device 50000056 number, and no internal actions related to the complaint were found during the review. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). After an internal review on 28-dec-2022, it was noted that break (a0401) is a more suitable code. Therefore, h 6. Medical device problem code has been updated.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information was received on 25-jan-2023. The healthcare practitioner¿s contact name and contact information were provided. Therefore, the e. Initial reporter section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).